Event description:
P-wave amplitudes decreased and thresholds suddenly increased in the week of the (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).